Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber tip was moving but not completely deserted and the laser shot was axial and non-lateral after 45,586 joules and 10 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed with the second fiber. There were no consequences for the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised, and exhibits signs of melting. Probable root cause: based on the device analysis, the product complaint "laser shot was axial and non-lateral could not be confirmed; fiber broke at open end was observed; the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.